Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt developed endopathalmitis. The association between this event and the iol is not kknown. Additional info has been requested.